Event description:
Analysis of the returned lead has been completed. The electrode portion of the lead was not returned. A discontinuity was observed in the negative quadfilar coil approximately 1mm from the electrode bifurcation. Pitting was noted at the site of the coil break. No other anomalies observed.

Event description:
Additional programming history was reviewed on (B)(6) 2012. A system diagnostic was performed on (B)(6) 2012, with normal results and an indication that the battery was at end of service. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
It was initially reported that the patient had a cluster of grand mal seizures and was taken to the emergency room. His mother was concerned that his generator may have been at end of service or turned off since nothing like this has happened in the last 8-10 since received vns. The patient has not had their generator checked in a long time. A battery life calculation showed that there were negative years until eri-yes. Good faith attempts for additional information were unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Please note for your records that follow-up report numbers 01 and 02 under manufacturer report #1644487-2011-01643 were inadvertently submitted using manufacturer #1644487-2012-01643, which prevented the electronic submission of this follow up report under follow up 01 (emdr failure message received indicated that it was a duplicate manufacturer report number). As a result, this submission for manufacturer report # 1644487-2012-01643 was submitted under follow-up 03.

Manufacturer narrative:
.

Event description:
Additional information was received as an implant card indicating the patient's vns lead has been replaced. The explanted lead has been returned and is currently undergoing analysis.